Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a tension-free vaginal tape (tvt) lynx procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2019, the patient began to experience pressure in the rectum, hives and weakness of the legs. Also, she had pain in the lower abdomen, lower back, hips, groin, below the vulva, legs and ankles. Moreover, the patient felt like there was a ball in the vagina.